Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: investigation is still ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): a hamilton-c6 ventilator was reported to have not alarmed when the expiratory limb became disconnected during patient care. Event log review and subsequent testing confirmed that the alarm functioned as intended. The patient experienced respiratory distress requiring immediate intervention by clinical staff. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.